Event description:
It was reported that a pericardial effusion and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx closure device and delivery system (wds) was selected for use. The transeptal puncture was completed, and the was advanced into the laa over the guidewire. While the physician was prepping the wds, the second operator removed the pigtail catheter from the was sheath, causing the sheath to move positions and perforate the laa. The echocardiologist informed the physician that there was a pericardial effusion forming as noticed on the transesophageal echocardiography (tee). The physician called for a pericardiocentesis kit and attempted to remove the blood in the pericardium. The patient was sent to cardiothoracic surgery and the perforation was able to be sealed during open heart surgery. T he patient was placed in the intensive care unit (ICU) and on a ventilator.

Event description:
It was reported that a pericardial effusion and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx closure device and delivery system (wds) was selected for use. The transeptal puncture was completed, and the was was advanced into the laa over the guidewire. While the physician was prepping the wds, the second operator removed the pigtail catheter from the was sheath, causing the sheath to move positions and perforate the laa. The echocardiologist informed the physician that there was a pericardial effusion forming as noticed on the transesophageal echocardiography (tee). The physician called for a pericardiocentesis kit and attempted to remove the blood in the pericardium. The patient was sent to cardiothoracic surgery and the perforation was able to be sealed during open heart surgery. Patient status the patient was placed in the intensive care unit (ICU) and on a ventilator.

Manufacturer narrative:
This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request.